Event description:
It was reported that device embolization and death occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx laa closure device was being implanted. The initial deployment of the closure device demonstrated a compressed device and significant uncovered lobe on transesophageal echocardiography (tee). Two tug tests were performed to demonstrate stability and relived distal compression on the closure device. Following the tug tests, the closure device was deemed to be stable, and all lobes were covered by the closure device. Overall compression was 31 to 34 percent. The closure device was released in the laa. On the same day post procedure, once extubated, the patient was sent to the post-anesthesia care unit (pacu) where the patient experienced a violent coughing episode in addition to shortness of breath. Tee was performed again, which showed that the closure device embolized and was lodged in the mitral valve. There was damage to the mitral valve as a result of the closure device embolization. The patient was taken to the cardiovascular operating room (cvor) to surgically retrieve the closure device. The closure device was explanted on the same day post procedure, the mitral valve was repaired, and the appendage was oversewn. The patient remained hospitalized and died on the night of (B)(6) 2024 due to complications from the surgery.

Event description:
It was reported that device embolization and death occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx laa closure device was being implanted. The initial deployment of the closure device demonstrated a compressed device and significant uncovered lobe on transesophageal echocardiography (tee). Two tug tests were performed to demonstrate stability and relived distal compression on the closure device. Following the tug tests, the closure device was deemed to be stable, and all lobes were covered by the closure device. Overall compression was 31 to 34 percent. The closure device was released in the laa. On the same day post procedure, once extubated, the patient was sent to the post-anesthesia care unit (pacu) where the patient experienced a violent coughing episode in addition to shortness of breath. Tee was performed again, which showed that the closure device embolized and was lodged in the mitral valve. There was damage to the mitral valve as a result of the closure device embolization. The patient was taken to the cardiovascular operating room (cvor) to surgically retrieve the closure device. The closure device was explanted on the same day post procedure, the mitral valve was repaired, and the appendage was oversewn. The patient remained hospitalized and died on the night of (B)(6) 2024 due to complications from the surgery.

Manufacturer narrative:
Media review: four procedural fluoroscopy video loops, one image from open heart surgery, and three still images of echocardiography/fluoroscopy left atrial appendage (laa) measurements were provided for review and were reviewed by a boston scientific (bsc) medical safety director. The media showed marked distal compression of the closure device that did not appear to be significantly reduced following the tug test. The image from open heart surgery confirmed the explantation of the closure device. While the provided media does not confirm the cause of the device embolization, the distal compression may have contributed due to potentially ineffective anchoring of the closure device.